Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high," a specific value was not provided. Elevated blood glucose was address with a manual does injection. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin.